Event description:
It was reported that balloon rupture had occurred. A percutaneous coronary intervention was being performed via right femoral access on a 50-70% stenosed, moderately calcified and mildly tortuous lesion in the right coronary artery. The 3.50mm x 15.00mm agent drug coated balloon ruptured during inflation. It was noted that all the balloon was removed from the patient's body. The physician indicated that the calcification of the lesion was the reason for the balloon having ruptured. The procedure was successfully completed with a another of the same device without further issue or patient injury.

Manufacturer narrative:
Device is a combination product. Device returned to manufacturer: the agent drug-coated balloon was returned and analysis was completed. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. Microscopic examination revealed damage to the tip and a pinhole in the balloon 14mm from the tip, confirming the original allegation. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that balloon rupture had occurred. A percutaneous coronary intervention was being performed via right femoral access on a 50-70% stenosed, moderately calcified and mildly tortuous lesion in the right coronary artery. The 3.50mm x 15.00mm agent drug coated balloon ruptured during inflation. It was noted that all the balloon was removed from the patient's body. The physician indicated that the calcification of the lesion was the reason for the balloon having ruptured. The procedure was successfully completed with a another of the same device without further issue or patient injury.